Event description:
It was reported that the patient's right ventricular (rv) lead had high pace impedance and high defibrillation impedance. As well, the patient's right atrial (ra) lead had high pace impedance. Intervention is unknown. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.